Event description:
During removal, a connection area between the internal bolster and the tubing got stretched and then got broken. The internal bolster remained in the stomach and was removed endoscopically using grasping forceps. The pt had to be hospitalized. The device had been in place for 134 days prior to the incident.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.